Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 +19.5 diopter intraocular lens (iol) was not used because that the haptic was bent. No further information was provided.

Manufacturer narrative:
Device available for investigation: yes, device returned to manufacturer on: 01/22/2019, device returned to manufacturer: yes. Device evaluation: the product associated to the complaint was received and revealed that the lens was in the original folding carton and case insert. Some viscoelastics are observed on the lens surface indicating it was prepared for insertion. No damage was observed on the haptics. The reported issue was not verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and showed that the lenses were manufactured and released according to specification. A complaint search revealed no additional complaints were received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.